Manufacturer narrative:
Updated sections: d4-updated to reflect UDI #, d10, g4, g7, h2, h3, h6, h10. Corrected section: a4 - corrected wt & unit; e1: corrected facility & address. Trackwise # (B)(4). A lot history record review was completed for lots 25150276, 25150075, 25150069; the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history. The device was returned to the factory on 21jul2020. An investigation was conducted on 23jul2020. A visual inspection was conducted. Signs of clinical use and evidence of blood and tissue was observed on the harvesting tool. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached to the tip and the base. The silicone insulation of the jaw was observed to be peeled and cracked. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. There was no excessive smoke observed. No visible defects were observed to the toggle. Based on the returned condition of the device and the evaluation results, the reported failures "self-activation or keying", "environmental particulates", and ¿material twisted/bent; wire¿ were not confirmed but the analyzed failures "peeled; jaw" and "thermal decomposition" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 wire star started to smoke heavily in the patient. When they took the hemopro out the wire was glowing red and broken. Nothing fell off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 wire star started to smoke heavily in the patient. When they took the hemopro out the wire was glowing red and broken. Nothing fell off into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.